Event description:
Customer reported that a dialyzer leaked blood at the beginning of a pt's hemodialysis treatment. The hemodialysis machine alarmed appropriately. Facility's policy is not to return blood in the event of a blood leak from a dialyzer. Approximate blood loss was 260 cc. A transfusion of one unit of blood was given. The pt continued treatment on the same machine with a new dialyzer without incident.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root causes of these reports are being investigated and addressed through the CAPA process.